Manufacturer narrative:
(B)(4) physio-control evaluated the customer's device and verified the reported issue. It was observed that a connector of cable, designator w01 was not fully seated into the connector on the therapy pcb assembly. The connector was reseated, and then proper device operation was observed through functional and performance testing. The device was returned to the loaner pool.

Event description:
A physio-control service representative was performing routine preventative maintenance on a physio-control loaner device and observed that the device was unable to detect that a defibrillation therapy cable was connected. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
A physio-control service representative was performing routine preventative maintenance on a physio-control loaner device and observed that the device was unable to detect that a defibrillation therapy cable was connected. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.